Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was implanted in a patient. The physician reported that this patient had a 45 day transthoracic echocardiogram (tte) post implant and was reported to have a device related thrombus (drt). It is unknown if a treatment was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a root cause of the reported incident could not be conclusively determined.